Event description:
When rn attempted to remove a pt's foley catheter they were only able to aspirate 1cc of fluid from the balloon. After many attempts the rn was still unable to deflate the catheter. The nursing supv also attempted and was unable to deflate the balloon. The pt's physician was notified and a urologist was consulted. Staff cut the foley valve and was still unable to drain the bulb. The physician was then able to deflate the balloon via needle puncture via side of penis.